Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when switching to a different microscope in the software, the representative gets the video setting restart prompt message (restart now or later) and when he clicks restart now, it doesn't shut the system down completely and power it. The system shuts down and the blue light stays on. The representative had to do a hard shutdown of the system and it works. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.